Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) system may be experiencing oversensing and inappropriate therapy. The rate sensing electrograms were found to be noisy, indicating either a lead or ICD problem. An invasive procedure was performed and the physician elected to replace the ICD and leave the chronic leads inservice. The ICD was sent to cpi for analysis. This report will be updated when device analysis is completed.